Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) data not displaying on the ilet while readings remained available in the dexcom app, consistent with cgm signal loss between the sensor and the ilet and resolved through troubleshooting and education. No adverse clinical symptoms were reported with the reported blood glucose of 207 mg/dl. Outcomes included temporary loss of automated glucose data on the ilet, manual entry of blood glucose, and restoration steps initiated without need for medical intervention or hospitalization. User support included guided verification of the correct sensor code from the dexcom app, re-entry of the code into the ilet, and education that reconnection could take up to 30 minutes. Investigation of this case revealed a communication interruption limited to the ilet interface, with no evidence of sensor failure and with function restored through correct sensor code entry, consistent with use-related reconnection steps rather than hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related configuration leading to temporary signal loss.